Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The instrument was found to have a severely twisted grip, causing a vertical misalignment of the grips. There was a 0.104¿ offset at the tips. As a result, the grips cannot open and close properly or grasp and hold test materials securely. Severely bent instrument grips tips are typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument jaws. Severely bent grips with an offset > 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument jaw was broken. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy, the force bipolar instrument's jaws was broken. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the batch sequence number is 0093 and the procedure was completed with a back-up instrument of a different kind (fenestrated bipolar forceps).